Event description:
It was reported that during the surgery, the wire on the flexible drill shaft broke. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Updated: d4; d5; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified a singular strand of the wire that makes up the flex shaft fractured. The flex shaft is still flexible. The flex drill shows signs of use with nicks and scratches on the hudson and drill bit connection ends. No other damage was noted review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.